Manufacturer narrative:
Hemagglutination tube testing was performed with retention anti-d series 4, lot 504699, and anti-d series 5, lot 505549, using reagent red cells of various rh phenotypes, including weak d cells, lot 29850-1. All products performed as expected. Hemagglutination tube testing was performed with the customer's sample (reported to be d-positive) using a variety of manufacturers' ant-d reagents, including retention anti-d series 4, lot 504699, and anti-d series 5, lot 505549. The sample exhibited positive reactivity with all anti-d reagents tested, as expected.

Event description:
Customer reported unexpected negative reactions with anti-d, series 4, lot #504699, exp. 12/01/09 when testing an rh positive patient sample on the echo.